Event description:
It was reported by service report that the side rail lever was broken on the left foot side rail and was unable to be moved. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: release handle and retainer plate.